Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), difficulty in recapturing was noted. It was also reported that upon examination tissue was present and the device was deemed unusable. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.